Event description:
It was reported that the right ventricular lead was possibly fractured as the lead had high impedance and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator - (B)(6) 2007; (B)(4) implantable pacing lead - (B)(6) 2003. (B)(4).